Event description:
It was reported that the programmer's keyboard needed repair and it was further requested that the software be updated if needed. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the programmer had a noisy system fan, both keyboard hinges were broken, the latch tab on the power cord door was bent, the upper and lower cases were bent near the strap retention spring, the upper hinge plate was badly scratched, the electrocardiogram connector on the link electronic module board was loose, the keyboard was missing its slide cover and the top portion of the display screen was dark but still readable. All found defective parts were replaced. Product ID: 229047 software analyzer. (B)(4).